Event description:
Reference number (B)(4). Event occurred in the unites states it was reported by the patient that the infusion set cannula was damaged and not delivering insulin on (B)(6) 2024. The event occurred within three hours of insertion. The insertion site was thigh. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006757, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006757 was manufactured according to the work instruction (wi) version 114 and manufactured in the line l-9 on 21-may-2024, with a total of (B)(4) units. An extended for open piece was performed for the outgoing test 6(g). Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.